Event description:
Compainant alleged that while monitoring a pt (age and gender unk) during the transport of the pt, the device (with a fully charged battery installed) displayed a "low batt" error message and then shut down within 37 minutes. The clinicians obtained another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.